Event description:
It was reported by svc report that the fowler weld was broken. It is unk if there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Fowler. Unit was evaluated by the customer.